Event description:
It was reported that balloon rupture occurred. The patient was being treated for may thurner. Vascular access was obtained via the popliteal artery. The 93% stenosed target lesion was located in the mildly tortuous and severely compressed common iliac vein. After a 035 opticross was engaged coaxially and a 0.035 amplatz wire was crossed the lesion. An 18x90 wallstent was placed in the lesion. Then, an 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. The marker was in the proximal end of the stent. However, during initial inflation at 5 atmospheres for few seconds, blood was coming out to the indeflator encore 26 upon deflation. The balloon was removed successfully, and there were no fragments left inside the patient's body. Another 18x4 xxl balloon catheter was used, and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient was being treated for may thurner. Vascular access was obtained via the popliteal artery. The 93% stenosed target lesion was located in the mildly tortuous and severely compressed common iliac vein. After a 035 opticross was engaged coaxially and a 0.035 amplatz wire was crossed the lesion. An 18x90 wallstent was placed in the lesion. Then, an 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. The marker was in the proximal end of the stent. However, during initial inflation at 5 atmospheres for few seconds, the blood was coming out to the indeflator encore 26 upon deflation. The balloon was removed successfully, and there were no fragments left inside the patient's body. Another 18x4 xxl balloon catheter was used, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: xxl/18-4/5.8/75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood observed inside the balloon is indicative of a device leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 44mm proximal of the tip bond. The rated burst pressure for this device is x atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device.